Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered low-energy pulse) was confirmed. Upon investigation the monitor failed an incoming pulse test and displayed a service code 102. The cause for the failure was isolated to the c19 capacitor on the computer/analog pca. The c19 capacitor lead had broken away from the pad on the defibrillation pca. The root cause for the damaged c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had delivered a low-energy pulse during testing.